Manufacturer narrative:
Batch review performed on 27 october 2020: lot 1908781: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: early infection in cemented tka, 1 month after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
1 month post operation, the patient returned with signs of periprosthetic joint infection. Diar (debridement, antibiotics and implant retention) has been performed and the liner has been successfully revised.